Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the heat exchanger was leaking. Additional malfunctions include the gear clamp was leaking.